Event description:
A customer reported that the light turned off on its own during a procedure. They had to restart the system to turn the lamp on again. This process was repeated three times during the case. An alternate light source was used to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The front panel printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the (B)(4) months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).